Event description:
The customer stated that the insulin pump was alarming off no power even though she was using a brand new battery. Troubleshooting was performed and the display went blank. Later, the insulin pump continued to alarm off no power. The reported blood glucose reading at the time of the call 307 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the bank display.